Event description:
The customer reported to beckman coulter that false low sodium (na) results for approximately 22 patient samples were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory. The samples were repeated on another instrument when the issue was noted and amended results were issued. There are no reports of any adverse patient events and there are no reports of any changes to the patients care or treatment. The customer provided only one example of false results. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman field service engineer (fse) visited the site and examined the system. The engineer cleaned the flowcell, electrolyte injector cup and the sample probe. The fse then removed and replaced the wash collar and both sodium electrodes. The instrument conformed to the manufacturer's published performance specifications.